Event description:
Initial customer call requested assistance downloading date from device internal memory. Review of information and reported from distributor indicates AED was deployed at resusitation attempt. Product was turned on then off three times. There is no indication that defibrillator pads were placed on pt.

Manufacturer narrative:
Review does not indicate any device malfunction. Device not returned. It is not anticipated that there will be additional follow-up. This event is being filed since it cannot conclusively be determined that if a similar event should recur in the future that the device could cause or contributed to death or serious injury.